Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2016 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that pt had a paddle lead inserted (B)(6) 2016. When healthcare provider(hcp) tightened the lead the hcp "over tightened" the lead which broke it and hcp didn't say anything to anyone about it being broken. Pt stated as a result she has only 8 out of 16 electrodes working. Pt found this all out when she had the ins replaced (B)(6) 2023. Pt mentioned the ins stopped working at one point and they had to reboot it / restart it. Pt stated they didn't know it was damaged until they replaced the unit and that is when they found the lead was over tightened. Pt stated they told pt she had a choice to get the leads replaced or they could replace one of the leads that would not be connected to the spine or pt could leave it as is. The patient was redirected to their healthcare provider to further address the issue. Pt stated she will continue to work with her hcp - pt requested a field rep come to her next appt.

Manufacturer narrative:
Concomitant medical products: product ID: (B)(4) , serial/lot #: (B)(4) , ubd: (B)(6) 2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a fractured/damaged/broken/ failed lead and a loss of stimulation. Upon removal of lead from old battery, it was very difficult to get out, almost stuck. When he removed he said it had a lot of tissue on the lead and cleaned it multiple times. When he tried to get it in the new ins  slot 0-7 it was not going in very easily. Lead appeared to be swollen, in words of the doctor. When he finally got the lead to go in the new battery it would not connect to ins and all electrodes were not functioning. They tried multiple times, could not get lead in further. The lead 8-15 slot had one electrode (10) not working, all others were working. Physician was able to get the lead secured and locked in place but it was not operating. He said when he cleaned off the leads it seemed like fluid was coming out of it. Unsure of what the cause is. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.